Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that delivery anomaly may be causing high blood glucose. Customer believed that insulin pump was over delivering or not delivering any insulin. Customer's blood glucose was unknown and blood glucose at time of call was 149 mg/dl. Troubleshooting was performed and customer had air bubbles. Customer reported that air bubbles persisted even after trying everything. Insulin pump would be replaced per customer's request.